Manufacturer narrative:
The device is expected to be returned; however, the device has not yet bee n received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down and an unspecified malfunction occurred. Customer's blood glucose ranged from 330-400 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. The unexpected shut down issue could not be verified.